Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was set to cool for 72 hours with 41:30 remaining. Patient has been stable the last day with rectal temperature 33.6c and water temperature 29.6c. Around 4am patient temperature spiked to 35.8c and water temperature dropped to 10c. Water flow rate (wfr) was 0.8 l/m. Received alert stating air leak and they noticed bubbles in the connector. Prior to calling the swapped out probe because they received alert about patient temperature being unstable. They swapped out device and they swapped out pads. Patient temperature (pt) was 34.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 10.1c, water flow rate (wfr) was 1l/m. Confirmed no seizure activity and no acute change. Patient appears to be comfortable. Discussed medications. Trend shows 4 bars trending downward. Advised based on trend the device expects to have patient temperature back to targeted temperature in the 2-2.5 hours. Advised device was responding appropriately to the patient temperature input. Discussed water flow rate range and noted if they receive alert again about air leak or any issues with water flow rate to call back so that could assist with further trouble shooting. Noted when air leak alert occurs, they could try stopping therapy, disconnecting and reconnecting holding nowhere near clear connectors. Verify all lines straight and restart therapy to see if that assists. Explained importance of holding tubing at connection rather than connectors. Also encouraged them to make sure the baby was tacoed into the pads for optimal coverage which was crucial to cooling.

Manufacturer narrative:
The reported event was inconclusive as no sample was received. A potential root cause for this failure could be "misconnection of supply and return lines". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was set to cool for 72 hours with 41:30 remaining. Patient has been stable the last day with rectal temperature 33.6c and water temperature 29.6c. Around 4am patient temperature spiked to 35.8c and water temperature dropped to 10c. Water flow rate (wfr) was 0.8 l/m. Received alert stating air leak and they noticed bubbles in the connector. Prior to calling the swapped out probe because they received alert about patient temperature being unstable. They swapped out device and they swapped out pads. Patient temperature (pt) was 34.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 10.1c, water flow rate (wfr) was 1l/m. Confirmed no seizure activity and no acute change. Patient appears to be comfortable. Discussed medications. Trend shows 4 bars trending downward. Advised based on trend the device expects to have patient temperature back to targeted temperature in the 2-2.5 hours. Advised device was responding appropriately to the patient temperature input. Discussed water flow rate range and noted if they receive alert again about air leak or any issues with water flow rate to call back so that could assist with further trouble shooting. Noted when air leak alert occurs, they could try stopping therapy, disconnecting and reconnecting holding nowhere near clear connectors. Verify all lines straight and restart therapy to see if that assists. Explained importance of holding tubing at connection rather than connectors. Also encouraged them to make sure the baby was tacoed into the pads for optimal coverage which was crucial to cooling.